Manufacturer narrative:
The insulin pump has a constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer stated that a magnetic resonance image was performed on her arm while she was in the hospital, and the insulin pump had been exposed to a strong magnetic field. The customer's blood glucose was 185 mg/dl. The customer was unable to complete the rewind sequence. She confirmed that the event did not cause an adverse reaction leading to a hospital visit. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.